Manufacturer narrative:
H.6. Investigation summary: a device history report was conducted for lot number 7327622. During our review no abnormalities related to this event were found during our monitoring of the manufacturing process. According to our records lot was manufactured february 6, 2018. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. Additionally the device that was returned was subjected to leakage testing; no leakage was observed under product specifications. Our engineers also attempted to duplicate this event by testing the interaction between the extension tubing and the connected pinch clamp. After thirty iterations of this testing our engineers were unable to duplicate the reported failure mode. Based on our results, the root cause for this complaint could not be determined at the conclusion of our review. Photos: the reported tubing defective/damaged by customer was confirmed after inspecting photos received provided. By the conditions of the device (complete tubing broken), we cannot confirm or associate the reported defect to manufacturing process. Engineering team could not reproduce this defect in our process. Therefore, the root cause could not determined. Representative sample: the reported tubing defective/damaged by customer was not confirmed after visual inspection and functional test in the representative sample provided. Based on the results obtained, the defect tubing defective; could not be identified or confirmed, and cause could not be determined. Sample was tested per leak at 20 psi of in and, 8 psi of out according qcge-011sp. No leakage was found. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and/or process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan. Process fmea 4797 and p-eura rm5942 were reviewed and there are proper controls in place to detect product malfunctions.

Event description:
It was reported with the use of the bd saf-t-intima¿ IV catheter safety system there was an issue with extension tubing was broken during the transfusion.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd saf-t-intima¿ IV catheter safety system there was an issue with extension tubing was broken during the transfusion.